Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the right eye, the patient presented with increased ac inflammation with some fibrin, possible tass. Slit lamp findings were approximately 2+ c/f with fibrin in ac. Intraocular injection (vancomycin and tobradex) were administered on that day. In the surgeon¿s opinion, the most likely cause of the event is either tass or infectious endophthalmitis. The patient was last seen by the surgeon approximately two months post op and patient's outcome is good. Their chart states ¿acute endophthalmitis resolved¿.

Event description:
Additional information was received. During the surgery, the surgeon was able to remove ovd and residual cortical lens material completely. At completion of surgery, maxitrol ointment was used and omni drops were prescribed. There were no recent changes in the surgical set up.